Manufacturer narrative:
It was reported that "the rns tested out all the machines from this last order and found about 13 that do not meet the criteria when tested against our clinic bp machines. The machines are out of the 10 point range when tested on patients. We can't send patients home with these bp machines that are misleading." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "the rns tested out all the machines from this last order and found about 13 that do not meet the criteria when tested against our clinic bp machines. The machines are out of the 10-point range when tested on patients. We can't send patients home with these bp machines that are misleading.".